Event description:
The user facility reported that a fuse had blown and sparks were coming from the unit. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the sterilizer and found the heater element shorted out. The technician removed and replaced the heater element, tested the unit and confirmed it to be operational; no additional issues have been reported.